Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2018: during a follow-up, it was reported the customer has had no additional fill estimate issues. No additional assistance regarding this issue was required. Device not returned.

Event description:
It was reported the customer received multiple, intermittent inaccurate fill estimates. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer uses u-200 insulin within the cartridges.